Event description:
It was reported that during a 6-week follow-up visit on (B)(6) 2026, the wise crt system demonstrated consistent rv pace detection and consistent electrode tracking; however, no biventricular (biv) capture was observed on 12-lead ECG in supine or sitting positions despite maximum output programming at tl 6.0 @ 4.4 ms. The patient was unable to undergo standing positional testing due to blood pressure issues and a history of stroke with neurological distress. Device interrogation showed approximately 95% tracking with edges per rv of 1.057 and a mean electrode distance of 12.3 cm. Battery voltage was 2.87 v with reduced projected longevity attributed to sustained high-output therapy requirements. Threshold testing could not be completed because capture was not achieved in tested positions. The system remained programmed at maximum output settings in rv synchronous mode. No adverse patient sequelae were reported.

Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.